Manufacturer narrative:
The device was not returned for analysis; however, a session report was provided. An estimated device longevity analysis was calculated. Based on the information received, the reported event is consistent with the implant reaching end of service.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the controller is showing replace generator soon message. The patient's ipg battery is showing <2.73v indicating it has reached it's minimum threshold. Surgical intervention may be undertaken to address the issue. There is no additional information at this time.

Event description:
It was reported that patient ipg was explanted and new ipg implanted. No reported complications and therapy restored. Therapy was reported prior to ipg replacement as well.